Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade lll. The patient underwent ultrasound imaging which observed "small cysts noted within the glandular tissue" and "right silicone adenopathy". MRI report noted "the thickening against the right implant". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/28/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed openings during analysis. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ cyst: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
E1. (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. Capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade lll. The patient underwent ultrasound imaging which observed "small cysts noted within the glandular tissue" and "right silicone adenopathy". MRI report noted "the thickening against the right implant". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade lll. The patient underwent ultrasound imaging which observed "small cysts noted within the glandular tissue" and "right silicone adenopathy". MRI report noted "the thickening against the right implant". The device remains implanted.